Event description:
User reports multiple samples for sodium recovering 127-130 mmol/l when they were expected to recover 136-145 mmol/l. No specific data could be provide. No adverse events reported. The reference electrode and ise solutions 1 and 2 were replaced which improved performance of the assay.